Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Additional investigation: per the provided data from the clinical trial, the device was unrelated to the adverse event. Updated root cause: a definitive root cause was not determined. It is possible that the reaction was the result of the patient physiology, based on information provided. Additionally based on the causality assessment, a possible root cause for the adverse event could be related to the nature of wbcd procedures.

Event description:
Due to EU personal data protection laws, the patient's age, gender, weight, and outcome are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions, most were mild and well tolerated. Per the spectra optia essentials guide, the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator continuously monitor the patient and the system throughout the procedure. Root cause: a definitive root cause was not determined. It is possible that the reaction was the result of the patient physiology, based on information provided.

Manufacturer narrative:
Per terumo bct's clinical trial manager, the details provided for the investigation were gathered from the patient's medical record. Due to the study being closed, further access to the patient's medical record for follow-up cannot be obtained. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient with lymphatic system disorder and anemia underwent a white blood cell depletion (wbcd) procedure. Approximately 2 hours post procedure, the patient experienced an adverse reaction. Per physician¿s order, the patient was given a redblood cell (rbc) transfusion.patient information and outcome are not known at this time.the wbcd set is not available for return because it was discarded by the customer.